Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopahty is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are insomnia, sweating uncontrolled, extremely enlarged lymph nodes, dizziness, double vision and swollen legs.

Event description:
Patient reported "extremely enlarged lymph nodes." Patient additionally reported "insomnia," "sweating uncontrolled," ¿dizziness¿, ¿double vision¿, and ¿swollen legs and arms¿; these events are not related to device. Device remains implanted. This record is for the left side.